Manufacturer narrative:
Complaint confirmed. The device met all specifications as received. Visual evaluation revealed that the threaded, distal portion of the cannulated bone tap shaft had broken off prior to receipt for investigation. This type of event is most likely caused by not inserting the device co-axial to the pilot hole, prying/leveraging, the use of excessive force, and/or by improper bone preparation.

Event description:
It was reported that during a 5th metatarsal fx procedure, the surgeon used a 4.5mm cannulated bone tap, ar-8956c-45t to tap the metatarsal. When removing the bone tap, the shaft broke and the threaded portion of the bone tap remained in the intermedullary canal. Additional information received 10/24/2018: no attempts were made to remove the device however, the rep and surgeon discussed ways to get it out. They spoke to the family, but never attempted to remove it. The patient was closed and splinted.